Manufacturer narrative:
Device available for evaluation? Yes. Date returned to manufacturer: jun 9, 2023. Evaluated by manufacturer: yes. Device evaluation: the iol was received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified.

Manufacturer narrative:
Section d6b, if explanted, give date: the exact date is unknown. The best estimate is between (B)(6) 2022 through (B)(6) 2023. Attempts have been made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The iol was explanted because the patient experienced symptomatic anisometropia described as peripheral vision blurriness and halo. The date of onset was reported as (B)(6) of 2023. Reportedly, the symptoms significantly interfered with normal daily activities like reading and driving. The replacement lens is the same model but different diopter. Model diu225 21.0 diopter. An incision enlargement was required. There was no patient injury. No medication outside the normal standard of care was prescribed. No further information was provided.

Manufacturer narrative:
Correction: in reviewing MDR 3012236936-2023-01441 follow-up 1, it was noticed that section h6-type of investigation codes 4109 and 3331 as well as the the narrative to support the "type of investigation" codes was inadvertently not included. It was also noticed that section d9-date returned to manufacturer states that the device was returned on jun 09, 2023, however the field should have been left blank because it was previously reported with the correct date of jun 05, 2023 on the initial MDR submission. Additionally, in section d9, the field ¿device available for evaluation?¿ should have also been left blank due to the information already reported in the initial MDR submission. Therefore, this corrected information is being captured in this supplemental report. The following sections have been updated accordingly: section h6 ¿ type of investigation 3331 analysis of production records section h6- type of investigation 4109 historical data analysis manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.